Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the shocking sensations have appeared to stop after the patient was reprogrammed to contacts 9 and 11. The patient's tremor was largely suppressed and the patient has been given a stimulation parameter range which they can increase amps over the next 6 weeks.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient started getting electric shocks on their head from their dbs device while showering. The issue began around (B)(6) 2017. The patient's surgeon at that time took a look at the device and said there was not anything wrong. The surgeon stated that the impedance was low, but they had not seen this issue before. The shocking stopped at that time. The electric shocks began to happen again recently. The patient was concerned the device was not functioning properly. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the patient was implanted in (B)(6)2016 for axial tremor. The patient initially did well. Over the last 6 months the patient's tremor suppression has deteriorated. Impedance measurements were taken and a short circuit was found on contacts 10 and 11. The patient was reprogrammed to 9 and 11.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.